Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) logged into the server using the remote support system (rss) and identified that a station was in a critical override state. The tss then dialed into the station to investigate the cause of the override. After reviewing the situation, the tss performed a resynchronization between the station and the server. Following this action, all issues were resolved successfully. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.